Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed and found the insulin pump had a blank display and had no response with the new batteries. No additional information was provided at the time of call.

Manufacturer narrative:
The insulin pump was received with broken case underneath overlay and missing overlay. In addition, the device had missing segments due to corroded circuit boards. The insulin pump also had an error alarm due to a leaky component in the motherboard. However, the device passed the bolus and occlusion test. Furthermore, the insulin pump was monitored for several hours and no blank display noted.